Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient battery would not charge. The patient underwent a battery replacement procedure. The explanted device was been disposed by the facility.